Event description:
Related manufacturer reference number: 2017865-2023-38258. It was reported the patient presented in clinic for follow up with symptoms of heart failure. Upon interrogation, it was discovered the right ventricular and left ventricular leads oversensed noise that triggered pacing inhibition. The right ventricular lead exhibited low pacing impedance. Initial attempts to reprogram the device worsened the heart failure symptoms. Further programming changes resolved the issue. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-42551. New information received noted the right ventricular lead was explanted and replaced. During the surgery, the left ventricular lead became dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were noise and lead dislodgement. As received, a complete lead was returned in two pieces. The reported event of noise was not confirmed. Analysis was normal. No anomalies were found.